Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated that the patient line clamp was closed during prime. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient line clamp was reported to not having been opened during the prime, which is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on properly priming and tells the user to open clamps on lines connected to solution bags and the patient line in order to ensure proper priming. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.